Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be a damaged battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. No additional information is available.